Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensors and unable to confirm the needle/insertion anomaly due to the product not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with sensor needles breaking and blood at site. The customer's blood glucose level was 232mg/dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.